Event description:
A piece of a stryker (B)(4) plus shaver broke off in a patient's knee joint during surgery. The surgeon noticed it immediately and retrieved it from the patient. No injury to patient. Added 20 minutes to the procedure. Manufacturer notified.